Manufacturer narrative:
Per the manufacturer's sales representative, the unit is still functional but the connector has to be moved over manually.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the tube clamp had a broken spring but was continued to be used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) was unable to duplicate the reported complaint. He removed the tube clamp mechanism, cleaned, lubricated and re-installed it. The unit operated to the manufacturers specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed preventive maintenance on all of the roller pumps and was unable to verify any issues. He believes the reported complaint may be intermittent and will do some more testing.